Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted an intuitive technical support engineer (tse) and reported one of the instrument axes was not working in the patient side manipulator (psm) 2. The customer observed that after they reseated the sterile adapter, one dial was not rotating due to the instrument jaw was not moving. As it was a three-psm procedure, the customer used the other psm to continue with the procedure. The customer's system was not connected to the live system logs during the time of call. The tse informed the customer that psm 2 might have an internal issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said it was 2-arm procedure, so customer abandoned the arm 2 and completed the procedure with the other arm. The patient details are not shared due to hospital policy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the patient side manipulator (psm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).